Event description:
On (B) (6) 2008, a clinical incident involving a magnum 2 was reported to arthrocare corp. It was reported that during a rotator cuff repair, the plug-ribbon weld would not break away from the implant. The surgeon attempted to slowly pull the deployment handle out, however, the inner metal sheath stayed attached to the anchor. In order to separate the implant from the ribbon the surgeon turned the deployment handle and the long inner metal sheath broke away. There was a minor delay in surgery. Ultimately the surgery was completed without further complications and the pt was reportedly doing fine postoperatively.

Manufacturer narrative:
Expiration date is lesser time of any components. The device was not returned for eval. (B) (4). (B) (4).